Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off event during use. The set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.